Event description:
It was reported the patient never had therapeutic effect and had a decrease in therapeutic benefit during night time. During the day time the stimulation worked well. It was noted the first two times the patient got up in the night, as soon as she stood up she lost all urine, the other times she got up she was ok. It was noted the patient had botox in her bladder in the past. It was stated after the second prolapse surgery, where she didn¿t get a mesh sling, she initially had no control. The patient was able to gain control back but never got it back at night.

Event description:
Additional information stated the patient did not have concerns regarding their device. It was noted the patient met with their rep resentative or doctor and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v379912, implanted: (B)(6) 2010, product type: lead. (B)(4).